Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff indicated that the permanent cautery spatula instrument caught on fire. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned to isi and evaluated. Engineering visually inspected the instrument and found a char mark on the yaw pulley near the conductor wire exit. The char mark is a sign of an arcing event. The instrument failed an electrical continuity test when checked from the banana plug to the spatula tip. Engineering evaluation also found a broken conductor wire within the conductor cap, near the yaw pulley exit. Bare wire was observed and found to be exposed. Engineering concluded that the broken wire likely created a path for arcing. No other instrument damage was found. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) assigned to the site and obtained additional information regarding the reported event. The csr denied that a fire was observed. She indicated that smoke was observed from the plastic area below the wrist of the instrument. She did not report that arcing was observed during the surgical procedure. Based on the information provided, this complaint is being reported due to the following information: the instrument was returned and evaluated, and evidence of an arcing event was found. However, there is no evidence that a patient was harmed or injured because of the reported issue.